Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported low blood glucose and the pump was possibly overdelivering. The customer reported a blood glucose value of 8 mmol/l. The customer reported hypoglycemia, had an emergency room visit, and was treated with the glucose/carb intake. The event involved products mmt-1885. Troubleshooting was performed, and the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer was using the auto mode feature at the time of the event. No further patient complications were reported. Mmt-1885 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The pump was programmed with a 10.0-unit bolus during the displacement test and a 25.0-unit bolus during the dat. All boluses were delivered properly and were listed in the pump's daily history screen. No pump delivery anomaly noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, scratched keypad overlay, cracked keypad overlay at the up, down, left, right, select, back and graphic buttons. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. [Per freger, mark ¿ r&d engineer. The keypresses in the provided below diagnostic traces confirm that the customer performed the fill tubing and the alarm was generated on (B)(6) 2025 at 19:38:09. Delivery anomaly-possible over delivery not confirmed. There were multiple boluses listed on the event date 18-oct-2025 in the pump history file. On the event date of 18-oct-2025 of the daily total collection start time, the daily total of basal insulin delivered = 208750 (20.875 u) and daily total of bolus insulin delivered = 348750 (34.875 u) which is equal to the daily total of all insulin delivered =557500 (55.75 u). Perform the history review 1 week from the event date 18-oct-2025 in the pump history file and found 1 change battery fault (73) on (B)(6) 2025 01:45:00.000, 1 off no power (11) on (B)(6) 2025 02:16:00.000, and 2 lost sensor alert on (B)(6) 2025. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 10:55:58 am. There was no power data available for the date on (B)(6) 2025. Unable to check power data for replace battery alert/change battery fault (73) and replace battery now alarm/off no power (11). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.4 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Delivery anomaly-possible over delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.